Event description:
It was reported that the patient presented for implant procedure. During the procedure when the right ventricular (rv) lead was placed, it was noted that there was high pacing impedance. After several repositions of the lead the stylet was unable to advance through the lead. Therefore the physician elected to discard the original rv lead and use another instead. The new rv lead was successfully implanted with normal parameters. There were no patient consequences.